Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient stated "I have lost a lot of weight and can see the shape of the device and leads. When I move my arm I can see a wire move, almost like its sticking out of my chest." The device and leads remain in use. No patient complications have been reported as a result of this event.